Event description:
New information notes the lead was capped due to high voltage lead impedance.

Event description:
It was reported that the asymptomatic patient presented to clinic for a follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.